Event description:
The manufacturer received information alleging a ventilator does not power on but has a not operative condition message on a red display screen. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon further review, it has been determined that FDA report reference number 2518422-2024-101548 is a duplicate of reference number 2518422-20251-113531. The initial manufacturer incident report for reference number 2518422-20251-113531, was sent on 12/31/2025 and the investigation is still ongoing. Therefore, this emdr, reference number 2518422-2024-101548 was submitted in error and will be closed as a duplicate record. No further action is required at this time.